Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 733 mg/dl and the cause was not known. A correction bolus was delivered via the pump. The customer was hospitalized and was treated with intravenous insulin drip. The customer was discharged on (B)(6) 2018. Elevated bg was resolved. The customer resumed pump therapy and bg was at target level.